Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Restenosis, as listed in the IFU, is a known adverse event associated with coronary stenting. Additionally, restenosis and hospitalization are listed in risk assessment as no-fault post-procedure complications. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. In this case, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: restenosis requiring coronary artery bypass graft (CABG) and CABG is considered to be permanent impairment. Device issue: no device malfunction has been reported. It was reported via a trail that the index procedure was in 2008, and during the procedure, a 2.75 x 15 mm xience v stent was deployed in the proximal circumflex lesion. There were no patient or product issues noted at the time of the procedure. However, in 2009, the patient was admitted to the hospital electively for CABG. The CABG was being done in both the target vessel and in a non target vessel. No additional event or patient information is available.